Event description:
Pt reported experiencing high blood glucose (~500 mg/dl), in 2005. They stated that in 2/2005, the device had been dropped onto a concrete floor, after which, no error message were generated. Pt indicated that they believe the device is not delivering any insulin.